Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation, it was noted that the white/black suture was not returned. The blue suture is complete, did not find any problems, and tighrope was cut on one end. The cause remains error use. Functional testing was not performed due to the damage to the device.

Event description:
It was reported that during using the graftlink technique in an anterior cruciate ligament reconstruction the tightrope tore off during retraction. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a femoral screw. It was not necessary to switch the surgical technique or do a second surgery.